Manufacturer narrative:
The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency provided a physician report of a rupture of the left device. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified the device was underweight and an opening curved on posterior. A visual and microscopic analysis was performed which identified a sharp opening on the posterior due to a surgical impact opening, for the stress mark in the shell and creases fold. A dimension measurement of the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to a surgical impact opening.

Event description:
Regulatory agency provided a physician report of a rupture of the left device. The device was explanted.